Event description:
Patient called in stating they were experiencing an allergic reaction to the paper around it. Patient did not consent to follow up. (B)(4). No further information provided or available regarding this report.